Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic with pocket erosion. The device was removed from the leads and the pocket was recreated medically below the pectoral muscle.